Event description:
It was reported that during a da vinci s surgical procedure, holes were observed to be burned into the monopolar curved scissors (mcs) tip cover accessory that was installed on a mcs instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No additional information was provided.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the tip cover accessory is returned (post-evaluation) or if additional information is received.